Manufacturer narrative:
The marathon catheter was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2019-00095 2029214-2019-00096. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during left trigonal arteriovenous malformation (avm), marathon catheter ruptured during onyx injection. Prior to the event, marathon catheter was navigated over the guidewire into the treating vessel. The onyx was then injected into the pedicle. The marathon catheter was noted to have leak at the distal tip. The onyx leak in the distal posterior cerebral artery (pca) and at the origin of the posterior interior cerebellar artery (pica). The onyx migrated into the pica. The marathon catheter was removed. There were no reports of patient injury in association with this event.